Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure were pocket was moved to left flank from left glut and was doing well postoperatively. Device remains implanted and in use.